Event description:
Another MFR's intra-aortic balloon pump was alarming "volume loss." The balloon catheter was removed, another one was inserted and the pump stopped alarming. There were no pt complications involved. To date, the device has not been received for evaluation.

Manufacturer narrative:
H6. 86(other) - microscopic examination:the device was received, evaluated and retained by this MFR. Several kinks were noted along the shaft. The two-way stop cock was attached to the inflation lumen of the catheter. Visual examination with the unaided eye as well as microscopic examination did not reveal any anomalies. The device functioned as intended. Since no problems were noted upon evaluation we do not attribute this event to the device. Perhaps user technique or ancillary equipment contributed to this event.